Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
It was reported that the nail has been broken.

Event description:
It was reported that the nail has been broken.

Manufacturer narrative:
Evaluation summary: no deviations were found during review of the manufacturing and inspection documents (DHR). The nail was documented as having met specifications prior to distribution. During investigation no material, design or manufacturing related issues were found. The investigation revealed that the nail was drill marked within the anterior bridge of the proximal lag screw hole. The anterior breakage line was found within the drill marked area. This misdrilling effect weakened the anterior bridge and caused a notching effect on the lateral side, that can lead to the breakage of the nail. The nail broke due to fatigue of material. In the surgical report of the revision surgery the surgeon states: ¿¿ the subtrochanteric fracture is a complete pseudo-arthrosis without any evidence of fracture healing. ¿¿ intra-operatively implant damages as well as adverse effects like delayed or non-union (pseudo-arthrosis) are listed in the IFU as contribution to the implant breakage. Thus, it can be concluded that the reason for the implant failure is not device but patient related.